Manufacturer narrative:
The actual device was returned for evaluation. During repair an evaluation was performed and it was determined that the was heating up, and the cutter device was not secured in the locking mechanism. It was further determined that the device failed pretest for temperature assessment and cutter lock assessment. During repair it was observed that the pawls, cylinder pawls, tube housing, and shaft driven pawls were damaged causing the device to overheat and not to hold the cutter securely. It was determined that this condition was due to forcing the cutter into the unit and not locking it completely and also using the safety while the device is in use. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper handling, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly. (B)(4).

Event description:
It was reported that during service and evaluation of the motor device, it was determined that the device was heating up, and the cutter device was not secured in the locking mechanism. It was further determined that the device failed pretest for temperature assessment and cutter lock assessment. It was noted in the service order that the device would not lock the burr in place. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.